Manufacturer narrative:
The investigation is ongoing. The valve remains implanted.

Event description:
As reported the 29mm sapien 3 valve was implanted in the aortic position for approximately 6months, at the time of the procedure the implant was deemed to be about 80/20 with a 1mmhg cath gradient. The patient is now severely symptomatic with a 60mmhg echo gradient and what appears to be thrombus on the new computerized tomography scan. There is currently a full hypo-attenuating leaflet thickening (halt) review being done and the patient is pending surgery for a later date.

Manufacturer narrative:
The valve was not returned therefore a visual inspection, functional testing, dimensional testing was not performed. The complaint for stenosis was confirmed by medical records; however, leaflet thickened/halt was unable to be confirmed. No manufacturing non-conformance was identified during evaluation. A review of DHR, lot history and complaint history did not reveal any indication that a manufacturing nonconformance contributed to the event. A review of the IFU and training manuals revealed no deficiencies. No imagery was returned. During the manufacturing process, all sapien 3 valves are 100% visually inspected for defects and 100% tested for proper coaptation under physiological backpressure conditions prior to release for distribution. Therefore, it is highly unlikely that a manufacturing defect or device malfunction contributed to the event. A device history record review (DHR) was performed and did not reveal any manufacturing nonconformance that would have contributed to this complaint event. A lot history review was performed and revealed no additional similar complaint for valve stenosis and leaflet thickened. A review of the complaint history from (B)(6) 2021 to (B)(6) 2022 revealed additional similar complaints for valve stenosis and leaflet thickened for the sapien 3 valve (all models and sizes). No manufacturing non-conformities that would have contributed to the reported events were identified. Available information suggested that patient and/or procedural factors may have contributed to the event. Complaint histories for all reported events are reviewed against trending control limits monthly, and any excursions above the control limits are assessed and documented as part of this monthly review. Structural valve deterioration (svd) may be manifested as stenosis with thickened leaflets. Svd refers to changes intrinsic to the valve, and can include failure modes such as wear, calcification, leaflet tear, stent creep, leaflet disruption, or leaflet retraction. Svd may be mild and not require any intervention or it may be moderate to severe. It can cause the heart to work harder to eject blood from the ventricle. Depending on the severity it could be an indication for valve replacement or medical intervention. In this case, a thrombus was suspected, and patient was given medication therapy. Thrombosis is the formation of blood clots on the valve, which can significantly impact the leaflet and its proper functionality leading to stenosis. While the valve stenosis approximately 6 months post valve implant may be related to halt, the root cause for leaflet thickening remained unknown at this time due to insufficient information provided. A review of edwards lifesciences risk management documentation was performed for this case. The reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of this adverse event is not required at this time. Since no manufacturing non-conformances or labeling/IFU/training deficiencies were identified, no product non-conformance was confirmed, and the complaint occurrence rate did not exceed the applicable trending control limit, no corrective/preventative actions nor product risk assessment (pra) escalation are required.

Event description:
As reported the 29mm sapien 3 valve was implanted in the aortic position for approximately 6 months, at the time of the procedure the implant was deemed to be about 80/20 with a 1mmhg cath gradient. The patient is now severely symptomatic with a 60mmhg echo gradient and what appears to be thrombus on the new computerized tomography scan. There is currently a full hypo-attenuating leaflet thickening (halt) review being done and the patient is pending surgery for a later date per medical records received, the transesophageal (tee) on (B)(6) 2022 showed the left ventricular (lv) with normal wall function, ejection fraction (ef) 50-55%, the bioprosthetic aortic valve in place with aortic stenosis, no pericardial effusion, no mass, no clot, no vegetation, the atrioventricular (av) peak/mean gradient of 100/64mmhg and an atrioventricular (av) area 0.42 cm2. Office visit note consultation for possible valve in valve transcatheter aortic valve replacement (tavr vs surgical aortic valve replacement (savr): the patient had increased shortness of breath and chest pain on exertion. The echo demonstrated severe stenosis with likely hypo-attenuating leaflet thickening halt. The patient complained of feeling lightheaded with no syncope. The patient was started on coumadin. Patient was scheduled for savr on (B)(6) 2022.

Manufacturer narrative:
Updates made to b5 b7 g3 h2 and h6.